Event description:
The patient's mother reported that for the past 2 weeks, the patient's insulin requirements have been fluctuating from 16-50 units of insulin per day. He has been sick with the flu and has an infection that may be contributing to elevated blood glucose. The mother stated that the bolus history of the infusion device does not properly list the patient's boluses. She stated that there are boluses missing. She stated that for the past 2 months each time the infusion device is primed there are air bubbles that form in the end of the infusion tubing. She stated that since switching to a new infusion device there are no more issues with air bubbles and the patient's blood glucose has returned to normal. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.